Event description:
Complainant alleged that during functional testing, the batteries were found to be at 14% capacity. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was not returned to zoll medical corporation for evaluation. The device's log was provided by the customer. Review of the device log aligns with the reported battery capacity of 13 %. The log showed between 4/21 and 10/3, the device powered on in rtc beep mode 93 times to alert the user to an electrode connection issue. The customer purchased a new battery. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.